Event description:
It was reported a spectrum pump alarmed sys error 105. It was also reported there was no pt. Injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. System error 105 alarms were confirmed and were determined to be caused by a failed motor assembly flex. The failed motor assembly was replaced.